Event description:
It has been reported that one needle 25x1-1/2 rb ns has been found with incorrect label information before use. The following has been provided by the initial reporter: material no. 303018 batch no. Unknown (case in question had label for two batch numbers batch # 8248563 and # 8303644). It was reported a case was received that had two labels with different lot numbers. Product complaints team: received a case of 303018 that had two labels with different lot numbers. According to sap, they should have received 12 cases of batch # 8248563 and 4 cases of batch # 8324886. One case had a label for batch # 8248563 and # 8303644."

Manufacturer narrative:
Investigation summary: one (1) box and three (3) photos were received from the customer for investigation. The box was visually examined using unaided vision and was found to have two (2) different labels on it. One (1) label was from lot 8248563 and the second (2nd) label was from lot 8303644. The bag inside the box has a label on it with batch 8248563 on it. Three (3) photos were also provided by the customer. One (1) photo shows the label with lot 8248563 and a second (2nd) photo shows the label with lot 8303644. The third (3rd) photo shows a packing slip with lots 8248563 and 8324886 being expected. Batch 8303644 is hand written in on the slip. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. It was noted that batch 8303644 was produced right after batch 8248563 on the same assembly line. Bd acknowledges that the returned box has two (2) different labels and lot numbers on the box. As batch 8303644 was run immediately after batch 8248563 it is likely that the operator did not clear all the product off of the production line from batch 8248563 before starting batch 8303644 which resulted in the box in question being labeled with two (2) different labels. Bd acknowledges that the returned box has two (2) labels on it with two (2) different lot numbers. As a means of raising awareness to the issue observed by the customer a quality alert will be issued to the associates involved in the production of this material. This alert will be shared at shift startup. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 25x1-1/2 rb ns has been found with incorrect label information before use. The following has been provided by the initial reporter: material no. 303018 batch no. Unknown (case in question had label for two batch numbers batch # 8248563 and # 8303644. It was reported a case was received that had two labels with different lot numbers. Product complaints team-- received a case of 303018 that had two labels with different lot numbers. According to sap, they should have received 12 cases of batch # 8248563 and 4 cases of batch # 8324886. One case had a label for batch # 8248563 and # 8303644."